Event description:
The user facility reported a 55-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported the impella 5.5 pump began to display a pump in aorta alarm, the physician attempted to reposition unsuccessfully. It was further reported that the patient was taken to the operation room (or) for a hematoma evacuation. While in or a transesophageal echocardiography (tee) showed that catheter was in the aortic valve. The physician made multiple attempts to advance the catheter across the aortic valve without success. A decision was made to explant and not to replace the catheter due to patient being stable without support over the past several hours. Multiple blood clots were noted along the catheter when removing the catheter despite the patient being anticoagulated. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported positioning issue thrombus and access site bleeding has been completed since the original report was filed. Complaint device not returned for investigation and no data logs to review. The cause of the access site bleeding cannot be determined since the complaint device not returned for investigation and no sufficient clinical data provided. The cause of the positioning issue was wireless re-access as the physician made multiple attempts to advance catheter across av without success. The impella device is not indicated for wireless re-access. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.